Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the patient's insulin pump's buttons are not working. Patient's blood glucose level is unknown. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was monitored for 24 hours and had operating currents within specification. No unexpected battery out limit or error alarms, or display anomalies were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.